Event description:
It was reported that a balloon rupture occurred. The balloon was used to treat a 100% stenotic lesion in the right sfa after the lesion was crossed using a crossing catheter. The balloon ruptured during inflation at 20 atm. The balloon was then replaced, and the procedure was continued. No complications were reported.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.

Manufacturer narrative:
The product was returned for investigation. There was a pinhole found in proximal part of the balloon. It is considered that the reported event was caused by local contact with a lesion, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.